Event description:
Reporter indicated that while patient was driving their truck, the device malfunctioned and the patient's right leg locked into place. As a result, the patient crashed their vehicle, sustaining serious injuries. It was later reported that since the accident, the patient is unable to turn their device off using the magnet and that the device is stimulating erratically. Further investigation revealed that the patient was last seen by their neurologist in 06/2001 at which time the device was interrogated and appeared to be functioning as expected.